Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insyte-n¿ autoguard¿ shielded IV catheter had defective catheter issues. The following information was provided by the initial reporter : the user reported that the nurses in the nicu were not able to successfully start any IV¿s with this lot number.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that 1 bd insyte-n¿ autoguard¿ shielded IV catheter had defective catheter issues. The following information was provided by the initial reporter : the user reported that the nurses in the nicu were not able to successfully start any IV¿s with this lot number.